Event description:
It was reported that revision surgery was performed in (B)(6) 2013. The devices were implanted in (B)(6) 2012. Pain after patient stubbed his toe and a pulling sensation in groin reported. Elevated metal ion levels and femoral component loosening reported.